Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had the best vision he ever had at near but difficulty seeing at distance. Surgeon recommended he get -0.75 glasses to see if it helped. The patient ended up trying -1.00 and could see clearly. Surgeon determined patient needed a different iol power so scheduled an exchange. But unable to do exchange so did a piggy back iol with non company -1.50 d lens. After that, the patient had difficulty seeing at near and has a light that comes in the side of his eye when he was approaching a light source. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).